Event description:
On (B)(6) 2012, the reporter/nurse contacted animas (anm) on behalf of the patient and reported a high blood glucose (bg) event. The reporter indicated that the patient was admitted to a hospital on (B)(6) 2012, for dka. According to the reporter, the patient had received a replacement pump in the (B)(6) but never programmed her basal rates. The reporter claimed that the patient did not know how to program the basal rates and therefore ended up in dka. The patient was treated with IV insulin and was still in the hospital on (B)(6) 2012. The reporter indicated that the patient was now stable and was most likely going to be discharged that day. The patient was unable to speak, for an unknown reason, during the call between the reporter and anm. The reporter was assisted with verifying that the pump's basals were set correctly. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, the patient's injury can be attributed to use-error considering the patient did not program her basal rates on the subject pump prior to being hospitalized.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.